Manufacturer narrative:
Failure analysis for fiber 0010-2400-450a-(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and returned within the metal cap; the fiber proximal to fracture can freely rotate; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 3 minutes and 11,000 joules while using the surgical fiber during a prostate procedure, the fiber tip detached. It is not known whether the fiber tip detached inside or outside of the patient. The procedure was completed using a second surgical fiber. There was no patient injury was reported.